Manufacturer narrative:
Additional, changed, and/or corrected data: d.7, h.6.

Event description:
Patient reported had "slight infection, was red, inflamed, had a fever" and "capsular contracture". Healthcare professional confirmed capsular contracture baker grade iii". Device has been explanted. This record is for the left side.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23-oct-2017. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, infection.

Event description:
Patient reported had "slight infection, was red, inflamed, had a fever" and "capsular contracture". Healthcare professional confirmed capsular contracture baker grade iii". Device has been explanted. This record is for the left side.